Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. In turn, surgical intervention is pending to address the issue.

Event description:
Additional information revealed that ipg stopped communicating with external devices, rendering it inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.